Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 60 mg/dl. The customer stated that prior to the event, he had low blood glucose levels during the night and gave himself 10 units of insulin, which caused his blood glucose level to drop. The customer then stated that he had no recollection of bolusing but that the endocrinologist found a record of it in the insulin pump. The customer then stated that he had also taken some juice to try to correct for the low blood glucose levels. The customer's doctor stated that the cause of the event was due to over-infusion. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.